Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient had increased pain and high, but unspecified levels of discrepancy between the expected residual volume (erv) versus the actual residual volume (arv) at the last 1 to 2 refills. No environmental, external, or patient factors may have led or contributed to the issue. The surgeon tested the catheter during surgery and revised the spinal segment. Additionally, the pump was replaced. It was noted the patient's dose of morphine was 2.5 mg/day. The issue was considered resolved and the patient was considered to be "alive - no injury". The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731 serial#(B)(4) implanted: (B)(6)2005 explanted: (B)(6) 2017 product type catheter . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 2.499 mg/day. It was reported there was a volume discrepancy at the most recent refill. The actual residual volume was 18.5 ml, and the expected residual volume was 2.5 ml. There was no note of a volume discrepancy from the last refill on (B)(6) 2017. No falls or trauma was reported by the patient. The logs revealed no issues. Reported symptoms included increase in nervousness, increase in pain, and some nausea. Assuming the drug had not been flowing since the last refill, the pump had not been dispensing due to the volume discrepancy since the last refill. No further patient complications were reported.